Event description:
It was reported that during the use of the device for a non-clinical activity, the battery back-up on the perfusion system did not work during monitoring test in pump room. There was no pt involvement.